Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 27, 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor replacement was confirmed on 37th day of sensor life the alerts indicated a need for sensor replacement.despite the replacement confirmation, the customer expressed dissatisfaction due to measurement deviations before the sensor's failure. A case (B)(4) was created to address the sensor inaccuracy, and it was confirmed that the sensor replacement will be authorized.upon receipt, a visual inspection and functional testing of the sensor did not reveal any anomalies. A review of the dms showed reference channel instability. This most likely contributed to the observed sensor inaccuracies. B4. Date of this report 21 may 2025. G3. Date received by the manufacturer? 20 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 1480. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.